Manufacturer narrative:
It was reported that a revision surgery was performed as the thr presented a cement mantle and the femoral head was dislocating from the acetabular. The femoral head and polar insert punched off femoral stem. The associated cocr femoral head, the polarcup insert and polarcup shell were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
A revision surgery was reported as the thr presented a cement mantle and the femoral head was dislocating from the acetabular. Polarcup was not dislocating but the femoral head and polar insert were punching off the femoral stem.